Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by a review of the provided medical records and x-rays by a clinical consultant . Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: regarding the referenced pi, this source of this case is australia and it represents a male patient whose date of birth is (B)(6) 1955. The event description states, ¿revision of abg ii stem due to fracture of ceramic head ¿¿. On (B)(6) 2002 a left total hip arthroplasty was performed for a diagnosis of avn left femoral head for which a translated operative report describes epidural anesthesia and a posterior approach. The acetabulum was reamed to 54 millimeters for an abg ii 54 cup with a ceramic insert and a #8 left abg ii stem with a ceramic head was inserted by uncomplicated surgery. A letter from the patient dated (B)(6) 2019 states, ¿¿ had total hip replacement ¿ left hip ¿ (B)(6) 2002 in (B)(6) ¿ while getting into a dingy felt my left leg crack ¿ emergency room in italy showed ceramic head fracture ¿ will return to australia ¿ next week for surgery ¿ currently in no pain.¿ on june 25, 2019 a revision left total hip arthroplasty was performed for which no operative report is available. X-ray printouts available for review include two undated aps of the left hip and proximal femur demonstrating an uncemented left total hip arthroplasty. The distal half of the stem is not visualized and a comminuted fracture of the ceramic head with the trunnion remaining in the acetabulum is noted. No screws are used to fix the acetabular shell. Another undated ap of the pelvis and an undated ap of the left hip demonstrate a long-stem uncemented restoration modular stem of which the distal tip is not visualized. A lateral trochanteric hook plate fixed with five cerclage cables is noted, as well as an acetabular component with one screw. The hip is reduced and the components are in nominal position. There is no revision operative report, no patient demographics, and no examination of explanted components. Based upon the information available for review, no determination can be made regarding the cause of the fractured alumina head requiring revision seventeen years post-implantation. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including the revision operative report, patient demographics, and examination of explanted componentsare needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of abgii stem due to fracture of ceramic head and subsequent damage to trunnion.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision of abgii stem due to fracture of ceramic head and subsequent damage to trunnion.